Event description:
It was reported during unpackaging of the 2.25x28 mm xience xpedition stent delivery system (sds), during removal of the yellow protective sheath, the stent also dislodged with it. There was no resistance felt during removal of the protective sheath, which was performed as normal. It was observed that the stent was not adequately crimped on the delivery balloon. The stent is still in the yellow sheath. The sds was not used on the patient. A similar sized xience xpedition was used to successfully complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.